Event description:
Rptr indicated that the battery life estimation for the vns generator was fluctuating by showing 3.3 yrs during interrogation to 7.3 yrs during a systems diagnostics test. The programming history has been requested but has not been provided at this time.